Manufacturer narrative:
Correction: d10 - concomitant medical products and therapy dates: corrected scs ipg implant date. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates surgical intervention took place on (B)(6) 2024 wherein all the three leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient is experiencing ineffective therapy due to lead migration and high impedances. As a result, surgical intervention may take place at a later date to address the issue.